Manufacturer narrative:
Pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Passed.

Event description:
The customer reported via phone call that the insulin pump had damage on the insulin pump screen. The customer's blood glucose at the time of the incident was not reported. The customer states that the insulin pump screen had cracks. The customer stated that the screen was not functioning. Troubleshooting was provided for the damage but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.